Event description:
The customer reported when the infusion was started; the device alarmed and would not start. Error code 240.4150.0 was displayed. There was no pt harm or medical intervention. The customer stated that no additional event or pt info is available.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2013. Internal file no: (B)(4). The reported complaint of error code 240.4150.0 was confirmed in the event and error logs from the pump module. The logs from the concomitant pcu were not received. According to the event log, an infusion was programmed on (B)(6) 2013 at 11:18 am to run at 240 ml/hr with a vtbi of 2000 mls. A few seconds after starting the infusion, a channel error 240.4150 occurred, terminating the infusion. The device was visually inspected; no anomalies were noted. Testing on the pump module identified the component at fault to be the top pressure sensor. The root cause of the customer's experience was a failed pressure sensor.